Event description:
It was reported that the patient's right ventricular lead had dislodged. The lead dislodgement was confirmed via x-ray. The lead was removed and replaced. The patient had no adverse consequences.